Event description:
It was reported that during a pre-use check, the customer found a slight kink in the tube which was between the bronchial cuff and the tracheal cuff. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample and three (3) pictures were received for evaluation. In pictures, a kink on the tube is observed. The returned sample was received in used conditions without its original packaging. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination. During the visual inspection, it was seen that the tube was crushed, the tube was inspected, and it was seen that the tube was too thin, and the edges were not smooth. The root cause of the reported issue was found to be that the tube was not buffed according to procedures. Production personnel was trained on the procedures. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).